Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, during the procedure the physician observed bubbles aspirating back through the hub of the subject catheter. The physician was able to clear to bubbles, and the procedure was completed successfully with a delay of 10 minutes. No clinical consequences were reported to the patient.